Event description:
It was reported that the bd luer-lok¿ tip disposable syringe barrel was found to be cracked when drawing up the pfizer vaccine. The following information was provided by the initial reporter: "crack to barrel of 3ml syringe x2 when drawing up normal saline to dilute pfizer vaccine".

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd luer-lok¿ tip disposable syringe barrel was found to be cracked when drawing up the pfizer vaccine. The following information was provided by the initial reporter: "crack to barrel of 3ml syringe x2 when drawing up normal saline to dilute pfizer vaccine".